Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: migration of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast reconstruction procedure with an unspecified mentor gel breast suffered from issues with her right breast prosthesis. The patient reported that her surgeon implanted a device that was too large. Her right breast had no projection and it was flat. In addition, the patient had a bump that went from the center of her chest to her armpit. As a result, the patient underwent explantation and replacement with a mentor memoryshape breast implant 650cc gel breast prosthesis on (B)(6) 2015.